Event description:
According to the surgeon's letter, the patient's implant was complicated by a calcified posterior annulus requiring debridement & reconstruction. Postop total energy expenditure showed "perfect competence" of the valve & the patient did "well" until 1 year ago when patient developed hemolytic anemia secondary to esophageal telangiectasia w/bleeding & spherocytosis thought to "confirm some degree of hemolysis across the mitral valve". Total energy expenditure revealed "moderate" regurgitation. The patient has had monthly blood transfusions over the past year & has undergone one laser treatment of esophageal lesions. Both treatments will be continued unless patient has worsening symptoms of heart failure of increased regurgitation, at which time the valve will be explanted since the surgeon feels "an attempt to repair the paravalvular leak" is inappropriate.